Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the keypad buttons on the pump were taking multiple presses to elicit a response. The reporter stated that the keypad was lifting. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This is being reported due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.